Event description:
It was reported that there was an alert due to a high impedance spike on the atrial lead. It was noted that the patient had their arm yanked very hard a while back. Threshold and sensing were still acceptable so fracture was not suspected. The atrial lead warning was turned off but no intervention was taken. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.